Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed in to the station and explained the cistomer that if a med ID had previously been declined in the approval queue, it must be re-added manually by going to the phc urban approval queue, selecting "add from pis," entering the med ID, and adding it back to the queue so it can be approved and then assigned to a security group. The customer acknowledged the instructions, confirmed understanding, forwarded the procedure to the pyxis manager and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was an issue with a med ID not displaying. One med ID was not showing on the washington server. Although 8 or 9 hospitals had received the med ID, it was not appearing at one hospital. The customer informed that on the es server it was listed under phc urban. They confirmed that it was not present in the inactive list. It was suspected that the med ID was stuck between the interface and the application server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.